Manufacturer narrative:
The reported event was confirmed through the visual inspection. Any physical impact to the device can cause the reported event.

Event description:
It was reported that during the evaluation process conducted at the manufacturer facility a lens on the device was identified as broken. No adverse consequences or procedural delays were reported as associated with the event.

Event description:
It was reported that during the evaluation process conducted at the manufacturer facility a lens on the device was identified as broken. No adverse consequences or procedural delays were reported as associated with the event.